Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The issue was confirmed in the provided log files. During log evaluation several technical errors were noted. However, according to the provided information the customer did not approve the repair of the ventilator. Therefore, no parts have been replaced and the issue has not been resolved. Hence the cause of the issue has not been determined.

Event description:
It was reported that the ventilator generated technical error codes indicating a turbine module communication error and several power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).